Manufacturer narrative:
The insulin pump had blank display due to corroded electronics assembly. The insulin pump had corroded motor home switch. The insulin pump was unable to test for vibrate anomaly due to blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump went blank immediately after being exposed to moisture. The customer's blood glucose was 115 mg/dl at the time of incident. The customer stated that the display was blank and the insulin pump was vibrating. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.